Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional info becomes available.

Event description:
The facility returned the device for service. During service testing, the device powered on with a failure code 812:02. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.